Event description:
It was reported that the patient presented for follow up with high capture threshold exhibited by the right atrial lead. Programming interventions were made. No further information was available.

Manufacturer narrative:
Voluntary medwatch report # mw5147580.